Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. The root cause of the access site bleeding was most likely use issue due to insufficient sutures since extra sutures along with mattress suture had to be placed and then after placing femstop, the hematoma was expressed.

Event description:
The user facility reported a 78-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a cp support ongoing for patient admitted with cardiac symptoms and in need of a hrpci. The pump access site was found to be bleeding. The team troubleshot by adjusting dressing, manual holding, and sutures placed. Additionally the hematoma was expressed and a femostop placed.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿